Event description:
It was reported by service report that the pt left side rail would not latch and the IV pole was loose and could fall in an unintended direction. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results - IV pole.